Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, customer was traveling and the insulin pump alarmed button error. Now customer is back home and the buttons are unresponsive. Customer's blood glucose was 12.0 mmol/l. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.